Manufacturer narrative:
The complaint of a leak is confirmed, user related. The damage found on the returned complaint sample is consistent with an inadvertent nick by a knife or scalpel. The leak in the catheter was only seen during hydraulic pressurization. The leak in the tubing was observed discharging from the arterial extension tubing. The venous lumen exhibited no damage. The products IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." The notes in this file indicate the catheter had been in place for approximately 2 weeks prior to the complaint incident. No other complications with the device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr of lot #reql0377 showed no other similar product complaints from this lot number.

Event description:
It was reported that the v-port extension leg midshaft cracked after less than 2 weeks insertion.